Event description:
It was reported that the em alignment tower could be moved, but then it could not be moved during work shop.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seizing involving a triathlon alignment tower was reported. The event was confirmed. Material analysis indicated the device seized due to galling. No material or manufacturing defects were observed during this analysis. Medical records were not provided for review. Event is not patient related. A device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. There have been no similar events for the reported lot ID. Material analysis indicated the device seized due to galling. No material or manufacturing defects were observed during this analysis.

Event description:
It was reported that the em alignment tower could be moved, but then it could not be moved during work shop.